Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, the plaintiff had two essure coils implanted in her body. After the implant procedure, she underwent an hsg (hysterosalpingogram) test to confirm positioning of the coils. As a result of this test confirm the position; she held the belief that the essure coils were performing properly and never related any of her negative symptoms to the devices. After the implant procedure, the plaintiff began to gradually experience increasingly painful periods and heavier than natural bleeding. Further, she began to experience debilitation migraine headaches, indicative of an allergic reaction to the devices. During this period, she was not able to definitively ascertain the origins of these pains and bleeding, as a result of the hsg leaving her with the impression that the coils were operating as represented. On or about (B)(6) 2015, she visited a facility to ascertain the origins of the symptoms that she has been suffering or the past few years. On or about (B)(6) 2016, the plaintiff sought a definitive solution to the problem and underwent a total abdominal hysterectomy and bilateral salpingectomy. Follow-up received on 12-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented increasingly painful periods/pains and heavier than natural bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, dysmenorrhea, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, consumer experienced increasingly painful periods and heavier than natural bleeding. The plaintiff sought a definitive solution to the problem and underwent a total abdominal hysterectomy and bilateral salpingectomy. Given the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure device"), dysmenorrhoea ("increasingly painful periods/ pains/ dysmenorrhea (cramping)") and genital haemorrhage ("heavier than natural bleeding / bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, pelvic adhesions, pelvic pain and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device allergy ("indicative of an allergic reaction to the devices."), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had hysterectomy (partial) and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, abdominal pain and dyspareunia had resolved and the genital haemorrhage, device allergy and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received. Reporter's information was updated. Event added: malpositioned essure device. Outcome of following events were updated from unknown to recovered / resolved: hormonal changes, migraines, headaches, vaginal discharge, fatigue, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), abdomen pain, dyspareunia, malpositioned essure device. Lab data was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device'), dysmenorrhoea ('increasingly painful periods/ pains/ dysmenorrhea (cramping)') and genital haemorrhage ('heavier than natural bleeding / bleeding') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included chronic back pain, pelvic adhesions, pelvic pain and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), mood altered ("moody / hormonal changes describe: moody") and hot flush ("hot flashes / hormonal changes describe: hot flashes") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device allergy ("indicative of an allergic reaction to the devices."), abdominal pain ("pain: abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had hysterectomy (partial) and bilateral salpingectomies and she had hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, abdominal pain and dyspareunia had resolved and the genital haemorrhage, device allergy, abdominal pain lower, mood altered and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood altered, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: fu (B)(6) 2012, per pfs: insertion date: (B)(6) 2011. Discrepancy- date(s) of insertion: (B)(6) 2010,(B)(6) 2010. Discrepancy- date(s) of removal: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("increasingly painful periods/ pains/ dysmenorrhea (cramping)") and genital haemorrhage ("heavier than natural bleeding / bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, pelvic adhesions, pelvic pain and abdominal adhesions. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraine headaches,"), device allergy ("indicative of an allergic reaction to the devices."), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had hysterectomy and bilateral salpingectomies) and surgery (she had hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6)2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, device allergy, hormone level abnormal, menorrhagia, vaginal haemorrhage, the last episode of migraine, vaginal discharge, fatigue, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and updated patient demographics. Concomitant diseases were added. Updated suspect drug indication. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added events hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, vaginal discharge, fatigue, cramping and painful intercourse. On (B)(6)2016, she explanted essure (previously reported (B)(6) 2016). Updated events. On (B)(6)2018: processed with follow up no 02. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure device"), dysmenorrhoea ("increasingly painful periods/ pains/ dysmenorrhea (cramping)") and genital haemorrhage ("heavier than natural bleeding / bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, pelvic adhesions, pelvic pain and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), mood altered ("moody") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device allergy ("indicative of an allergic reaction to the devices."), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had hysterectomy (partial) and bilateral salpingectomies and she had hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, abdominal pain and dyspareunia had resolved and the genital haemorrhage, device allergy, abdominal pain lower, mood altered and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood altered, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received. Reporters information updated. Events: moody and hot flushes were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.